Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user found that the pig tail of the stent was broken as he/she opened the package. The device was not used.

Event description:
It was reported that the user found that the pig tail of the stent was broken as he/she opened the package. The device was not used.

Manufacturer narrative:
The reported event was confirmed. How and when the problem occurred could not be determine. Received only stent without suture and pigtail straightener. The sample was visually evaluated and it was observed that the stent had broken at the left coil. The surface was normal in appearance with the presence of typical jagged tearing which results from breakage of the stent. The tearing looked like the stent was exposed to external forces that could cause the stent break. Comparison with the visual standard, it was observed that the returned stent did not have suture and pigtail straightener. This was evidence that the stent had been used by the user. Per the dimensional evaluation, the length of the stent was 6f x 22 =32cm. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "<stent> (1) do not forcibly insert or remove the stent. It may injure patient or/and damage this product. (2) avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. (3) avoid contact with sharp edges as this may cause damage to the stent. If grasping device is used, the stent should be removed from ureter first. Tearing of the stent can be caused by sharp instruments. (4) determine the proper stent length for the patient. Selection of too short a stent may result in migration. (5) in the event of stent migration, cystoscopy or ureteroscopy should be used to return the stent to the original position or remove from the patient body. (6) any signs of infection in the location of the stent placement require removal of the stent. After checking the condition of the patient, a new stent should be placed. (7) care should be exercised when removing the stent to eliminate tearing or fragmentation." (B)(4).